Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was hospitalized on the same day. The cause of the peritonitis was unknown. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. On (B)(6) 2010, the patient began antibiotic therapy with vancomycin and fortum. It was unknown whether the peritonitis resolved. No statement of causality was reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.